Manufacturer narrative:
Missing data was unintendedly excluded from the initial report. This report contains missing data.

Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices post an unrelated procedure. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.